Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result and a point of care inr result. Results are as follows: date (B)(6) 2013, inratio2 inr 2.6, laboratory inr 4.9, poc inr 5.0. The time between testing was within two hours. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation: data analysis performed on inr results provided by customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date (B)(6) 2013, inratio 2.6, poc 5.0, reference 4.9, mean 4.17, confidence limits 2.4 - 6.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Unable to perform retained strip test due to unknown strip lot number on the event details. No further investigation is possible. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Unable to perform retained strip test due to unknown strip lot number on the event details. No further investigation is possible. Trend analysis is not required at this time - no strip lot information. This issue will be subject to future tracking.